Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received photographs of a device. The visual inspection of the photographs noted skin irritation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Based on the reported condition was confirmed. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According the reporter, after a bariatric laparoscopic procedure, the patient had skin reactions. There was tissue damage. The patient had to go to a dermatologist to resolve issue.